Manufacturer narrative:
(B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage procedure was to be performed. A watchman® access system was selected; however, the was became kinked during the procedure. It was noted that a watchman ® laa closure device & delivery system was deployed through this was. The procedure was completed with another of the same device. No patient complication were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the was was kinked during radiography for laa. There was no attempt to deploy a wds through this was.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) with a dilator in the sheath. The hub, sheath and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 4.5 cm from the tip of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage procedure was to be performed. A watchman® access system was selected; however, the was became kinked during the procedure. It was noted that a watchman ® laa closure device & delivery system was deployed through this was. The procedure was completed with another of the same device. No patient complication were reported and the patient status is stable.